Event description:
Temperature probe sticker was hooked up to the radiant warmer. Temperature probe sticker had just been changed out at most recent care time. Probe sticker was in an approved location for placement. Bed was in baby mode, to be regulated by temperature probe. Temperature was noted to be reading 38.2 degrees. Infant's temperature was immediately checked axillary and noted to be 37.4. Infant's temperature was better after removing probe and adjusting infant/ bed. Per leader review of event: "after market temperature probes have been problematic. Application of temperature probe was appropriate and there was no bed issue noted. Infant had no harm and remained within a normothermic range of 37.4 deg c."